Event description:
A patient reported blood glucose results of "275 and 146 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and or <=20 mg/dl, thereby indicating replacing meter, teststrips, and control solutions.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.